Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, the first result of 0.035 uiu/ml was determined to be falsely low. General possible cause for this type of event include preanalytic issues such as bubbles or foam on sample surface, sample tube not placed straight, too little sample volume, sample tube not within specifications, sample preparation not carried out correctly, incomplete clotting or microclots, or the customer not following the tube manufacturer's recommendations. Other possible assay or system specific reasons include bubbles or foam on the reagent surface, sipper modification not installed, improved tube holder not installed, or possibly old pinch tubes.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for one patient sample. The results were 0.035, 1.17, and 1.19 uiu/ml. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. The reagent lot number was 189279. The expiration date was requested but was not provided. Calibration and qc results were within specification.